Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 576 mg/dl, cause was not known. A manual dose injection was given to address the bg. The customer declined to troubleshoot with tandem technical support therefore no additional information was received.